Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 20.4 mmol/l (368 mg/dl) after wearing the pod between 4 and 24 hours on the arm. Correction boluses were delivered in an attempt to lower the patient's bg levels, but his levels continued to climb. Eventually the mother decided to deactivate the pod, and replace it with a new one. When the pod was first removed, the mother recalled that the cannula "may have appeared bent". However, during her call to report the event (and upon further inspection), the mother stated the cannula appeared normal. To treat the patient's elevated bg levels, a manual shot was given to the patient and a new pod was applied.

Manufacturer narrative:
The returned device was fully deployed, and no damage to the soft cannula was noticed. No deficiencies were found with the device, and nothing was found that could result in high blood glucose levels.